Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 14 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02771/02773).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right metal on metal hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, sores, dysfunction, loss of range of motion, nerve damage, foot drop, fractured femur, damage to bone and tissue, loosening and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient was revised due to right complex periprosthetic femur fracture. Revision op notes report grade ii breakdown of the sacrum, blistering in the posterior fat, spiral comminution, and butterfly fragments were observed. The head and stem were removed and replaced with competitor components.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information in the event description. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right hip replacement surgery on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, sores, dysfunction, loss of range of motion, nerve damage, foot drop, fractured femur, damage to bone and tissue, loosening and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient was revised due to right complex periprosthetic femur fracture. Revision op notes report grade ii breakdown of the sacrum, blistering in the posterior fat, spiral comminution, and butterfly fragments were observed. The head and stem were removed and replaced with competitor components.

Event description:
Legal counsel for patient reported patient underwent a right metal on metal hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011, due to patient allegations of pain, discomfort, sores, dysfunction, loss of range of motion, nerve damage, foot drop, fractured femur, damage to bone and tissue, loosening and metallosis. A review of invoice history confirmed the initial surgery date and that a metal on polyethylene hip system was implanted. An invoice could not be located to confirm the revision surgery and which components were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.